Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-8 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be the plate breaking. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. Section h9 n/a to this report. 8. No files attached to this report.

Event description:
On (B)(6) 2019, a trilliant surgical sales representative called in to corporate about a removal case that was done at facility x on (B)(6) 2019 by doctor 1. The reason for the removal is that, during the 3-week post-operative review, doctor 1 saw in the x-ray that the custom 4 hole vlc gridlock plate (300-50-004), also referred to as the "fat boy" plate, had broken. Doctor 1 noted that the patient was overweight and did not adhere to the post-operative recovery regimen given to her. It was noted she did not utilize her walking boot enough before the surgical site was fully healed. Due to the non-compliance and "weight load", the plate ended up breaking prior to fusion (only implanted a month prior). The original implantation of the 300-50-004 was on (B)(6) 2019 at facility x with doctor 1 for an ipj fusion of the 1st metatarsal. Per the sales representative, during the removal, it was noted that the screws were still intact and seated into the cortex. Doctor 1 ended up removing the plate with the implanted screws and utilized a trilliant surgical 3.0mm tiger cannulated screw to correct the surgical site. The sales representative returned the 300-50-004 and additional screws to corporate for review.

Manufacturer narrative:
Investigation summary: an event was reported where a 300-50-004 custom 4 hole vlc gridlock plate broke 3 weeks after implantation and fusion had not occurred. The reporter stated that the patient was noncompliant and did not utilize her walking boot enough before the surgical site was fully healed. The plate was removed, and it was noted that the screws were still intact and seated into the cortex. The removed plate and screws were returned to corporate for evaluation and an investigation was completed involving a DHR review (when available), a visual and dimensional inspection, a review of the case details, and a review of previous complaints to determine a root cause. DHR review: the lot numbers of the returned screws is unknown and a DHR review was not able to be completed. The returned 300-50-004 plate was identified as lot tsl003528 and a DHR review was completed. Lot tsl003528 released 34 parts of part number 300-50-004 at revision e on 04/22/16. There were no reworks, deviations, or nonconformances associated with this lot. All required paperwork in the DHR was present and no deficiencies were identified. Visual/dimensional inspection: the returned parts were visually reviewed and confirmed that the plate was broken as reported. Slight discoloration was observed, which is to be expected as the plate was implanted for 3 weeks. The plate was dimensionally inspected to revision e for plate thickness around the break. Two measurements were taken and both confirmed the plate was in specification for thickness. Review of case details: the case details were reviewed and did not identify any failures of the surgical team to entirely follow the IFU during implantation. It was stated that the patient was noncompliant and did not follow the IFU recommendations post-operatively and did not utilize her walking boot enough before the surgical site was fully healed, causing the plate to break prior to fusion. Previous complaints review: the complaints log was reviewed for the past 12 months and no complaints were identified for this part number. Root cause analysis: the DHR review did not identify any issues related to the event. The visual and dimensional inspection confirmed the plate was broken but was in-specification for thickness around the break. The case details specified that the patient was noncompliant and did not utilize her walking boot enough before the site was healed. This was the only complaint received for this part number in the past 12 months. The root cause of the event is determined to be due to patient noncompliance, prematurely loading the plate prior to fusion occurring.

Event description:
On (B)(6) 2019, (B)(6) called in to corporate about a removal case that was done at (B)(6) surgery center on (B)(6) 2019 by dr. (B)(6). The reason for the removal is that during the 3 week post-operative review dr. (B)(6) saw in the x-ray that the 300-50-004 (custom 4 hole vlc gridlock plate) also referred to as the "fat boy" plate had broken. Dr. (B)(6) noted that the patient was overweight and did not adhere to the post-operative recovery regimen given to her. It was noted she did not utilize her walking boot enough before the surgical site was fully healed. Due to the non-compliance and "weight load", the plate ended up breaking prior to fusion (only implanted a month prior). The original implantation of the 300-50-004 was on (B)(6) 2019 at (B)(6) surgery center with dr. (B)(6) for an ipj fusion of the 1st metatarsal. Per (B)(6), during the removal, it was noted that the screws were still intact and seated into the cortex. Dr. (B)(6) ended up removing the plate with the implanted screws and utilized a trilliant 3.0mm tiger cannulated screw to correct the surgical site. (B)(6) will be sending back the 300-50-004 and additional screws back to corporate for review.